Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Subsequently, the device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 12, 2018. (B)(4).